Event description:
It was reported that there was no data or longevity information because implant detection is not complete. It was also noted that the atrial port was plugged. The device was programmed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.